Event description:
Numbness in extremities. Weakness. Tingling. Urinary incontinence. Off balanced when walking, standing. Dose or amount: denture cream. Frequency: 2 times daily. Route: oral. Dates of use: 1999 - present. Event abated after use stopped or dose reduced: no. Diagnosis or reason for use: denture adhesive cream.